Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient experienced an infection. The symptoms were noted as drainage, incisional wound opening, seroma and less than 50% therapy relief. The location of symptom/issue was device pocket ,catheter track. The date of onset/diagnosis of infection was (B)(6) 2012. The patient was involved in a car accident and the seatbelt pulled over the pump and cut her skin. The patient cares for her mother who has mrsa. A culture was taken from the device pocket and from the blood. The organism was unknown. The patient was hospitalized. Antibiotic treatment was necessary. Surgical intervention was required. The complete pump system was explanted due to the infection. The device was discarded. Patient status was indicated as alive - no injury/no adverse event. The pump was delivering dilaudid.